Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient was told the electrodes were short in there and that they had 50 shots in there and was not changing sides. Patient got an error message stating 'cannot provide your desired settings' when switching sides. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient said their healthcare provider (hcp) told them the "other wire is short and to not use it," but notes in the patient's trial instructions indicated that the patient's hcp wanted the patient to change sides the day of the call. The patient was assisted with changing sides and the patient did not feel stimulation after changing sides. Additionally, the patient indicated that they were not thrilled with the therapy and was doubtful as they had woken up soaked. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.